Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The following information was requested, but unavailable: sorry we couldn't get the information any more were the cases discussed in this article previously reported to ethicon?-no. If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? - we couldn't get the information any more. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure?- we couldn't get the information any more. Citation: journal of laparoendoscopic and advanced surgical techniques. 2017; 27. Doi: 10.1089/lap.2016.0133.

Event description:
Title: extracorporeal hand-sewn anastomosis through a minilaparotomy in laparoscopic distal gastrectomy. It was reported in journal article: the aim of this single-center, retrospective study was to evaluate the feasibility and safety of laparoscopic distal gastrectomy (ldg) with hand-sewn anastomosis. A total of 263 patients (173 men and 90 women) underwent ldg with extracorporeal hand-sewn anastomosis. During the surgical procedure, the authors performed a laparoscopic lymph node dissection in almost the same manner as conventional open gastrectomy. To mobilize the stomach and dissect the lymph nodes, a laparoscopic coagulation shears were used. The duodenal resection below the pyloric ring was performed using a linear stapler 60 mm. All reconstruction procedures were performed extracorporeally with the hand-sewn technique. A gambee anastomosis was performed using vicryl 3-0 with an interrupted suture in the same manner as for open surgery. Reported complications included pancreatic fistula and secondary pseudoaneurysm of the gastroduodenal artery (n-1) which required re-operation, pancreatic fistula (n-6), intra-abdominal bleeding (n-1) which required re-operation, port-site hernia (n-1) which required re-operation, afferent loop obstruction (n-1) which required re-operation, anastomotic stenosis (n-2) in which 1 patient was treated with decompression and gastric tube with endoscopic balloon gastrectomy and 1 patient underwent total gastrectomy included gastrojejunostomy after b-ii reconstruction, anastomotic bleeding (n-2) which required endoscopic hemostatic therapy, anastomotic leakage (n-1) which required percutaneous drainage, ileus (n-1), and abdominal abscess (n-3). It was concluded that although intracorporeal anastomosis using staples after ldg is gradually increased, the procedure is similar to conventional open surgery, and it is feasible, safe, and cost effective. In addition, in an institution that plans to introduce ldg, the use of our method during the introductory phase of ldg has many advantages.